Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy doesn't seem to be working, she is not getting any fluttering or anything. She has tried each program, and not getting relief of symptoms either. At first she could feel the fluttering, not that it did any good. The therapy seems to be effecting her bowl instead. The issue started about two weeks ago. Checked the patient's current settings. Patient did not have any recent falls, accidents, or medical procedures. Walked patient through increasing stimulation until she could feel the stimulation. The stim she felt in the back. Her stimulator is on the left side and felt the stimulation to the right of the stimulator. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.

Event description:
Additional information was received from the patient. They reported that they have never really gotten therapeutic effect. After their last call, the lead moved "or something" and patient had it replaced on (B)(6) 2022 but the therapy is still not working for them. Patient requested assistance turning therapy off completely. Reviewed how to do so.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2blb6 implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated that they do not think the therapy is working and was feeling the stimulation in the back and not the bladder. Caller wanted help in adjusting the stim to feel it in the right area. Troubleshooting helped caller change settings. Patient was able to feel the stim in the bicycle seat area and will evaluate this setting. 2022-nov-3, (B)(6) (con): additional information was received from the patient. They reported that they have never really gotten therapeutic effect. After their last call with patient services the lead moved "or something" and patient had it replaced on (B)(6) 2022 but the therapy is still not working for them. Patient requested assistance turning therapy off completely. Reviewed how to do so. 2022-dec-12 (B)(6) (con): additional information was received from the patient. The patient called back repeating a continuation of events previously reported in this case and referencing the letter they received. Pt stated the letter says "you reported that your lead moved, has this been resolved?" Pt provided response that "the lead had moved and they moved it to the other cheek and it still doesn't work so I've turned it off". Pt stated the letter also asked what the status of the device is and pt stated the device is still implanted but it's been turned off. Pt stated they have followed up with their managing hcp. Pt stated they definitely don't want to have another operation to have it removed. Redirected to hcp to further address issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated that they do not think the therapy is working and was feeling the stimulation in the back and not the bladder. Caller wanted help in adjusting the stim to feel it in the right area. Troubleshooting helped caller change settings. Patient was able to feel the stim in the bicycle seat area and will evaluate this setting.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.